Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. The lens serial/lot number has not been provided, therefore a device history record (DHR) could not be performed. Based on the current information the exact cause of the event could not be determined.

Event description:
The consumer reported that approximately 1 year and 2 months post lens implantation she experienced double vision in her left eye and difficulty with her night vision. The consumer indicated that according to her surgeon the lens was dislocated/flexed and she had a second surgery on (B)(6) 2014 to "straighten out" the lens which resolved her symptoms.